Event description:
It was reported to boston scientific that during a percutaneous coronary intervention (pci), an imaging catheter became stuck at the distal edge of a stent. The lesion being treated was bifurcated with 75% stenosis and mildly calcified. The lesion was located in the obtuse marginal branch (om). After pre-dilatation, a taxus express stent was deployed proximal to the (lcx) left circumflex artery-om and inflated at 10 atmospheres, then, slightly pulled for dilatation at the proximal edge of the stent and inflated once more at 15 atm. A whisper guidewire was used to cross the lcx. Utilizing the kissing balloon technique a balloon catheter (unknown manufacturer) was ran thru the stent cell deployed proximal to the lcx-om and inflated at 8 atm, then, a maverick2 balloon catheter was inflated in the om at 8 atm. Imaging was performed and proper stent placement was confirmed. During retrieval of the imaging catheter, the catheter became stuck at the distal edge of the stent. The physician attempted to retrieve the catheter by advancing a 6f heartrail guide catheter and a balloon catheter (unk MFR), but the retrieval attempt caused the stent to deform. The patient was moved to a different facility, and imaging catheter was removed by surgery. The patient was reported to be in stable condition.